Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate called to report that one of the customer's blood glucose readings was not stored in the memory of the contour next link 2.4 meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. The returned meter was tested with the in-house contour next test strips and in-house contour next control solution, which gave a satisfactory performance. Additionally, the returned meter was tested with the in-house contour next test strips and breeze2 control solution to simulate as blood, which gave a satisfactory performance. The simulated blood glucose readings obtained during the in-house testing were properly stored in the meter's memory. The meter was uploaded to the glucofacts deluxe software which showed that two of the readings were stored from 05-jan-2021. It is possible that customer may have be using more than one meter to perform blood glucose testing.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.